Manufacturer narrative:
(B)(4).

Event description:
The pt had two falls since (B)(6). Left-side impedances were less than 250 ohms. Impedances were greater than 4,000 ohms on the right side on pairs 0, case; 0, 1; 1, 2. Pair 0, 3 was 64 ohms and all other pairs were 1,395 ohms. It was not possible to increase test values and re-run the tests due to pt tolerance. The battery voltage was 3.12 and the settings were; left side: 0+, 3-; 2.7v, 60mcs, 150hz and right side: 0+, 4-, 2.7v, 60mcs, 150hz. Further info is being requested at this time.